Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the operating room for pocket revision. The pocket was visually checked and the device was found to be in a very lateral position near the armpit. Pocket erosion was suspected. The pocket was opened and the device was secured and repositioned in a more medial position.